Manufacturer narrative:
No medwatch form was received. Initial reporter profession: unknown.

Manufacturer narrative:
A partial lead with the connector pin measuring 8.6cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.